Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes "piece of shield" found in tube. The following information was provided by the initial reporter, translated from (B)(6) to english: fm (piece of shield component) in tube ×1.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/27/2021. H.6. Investigation: bd received 3 samples and 6 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged tube and foreign matter with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for foreign matter and damaged tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. The root cause for the damage tube and foreign matter can be attributed to the manufacturing process.

Event description:
It was reported that prior to use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes "piece of shield" found in tube. The following information was provided by the initial reporter, translated from japanese to english: fm (piece of shield component) in tube ×1.